Event description:
Patient with history of heart block underwent pacemaker placement mar.2000. Patient was found to have increased pacing thresholds at the ventricle and increasing amplitude resulting in early eol of the pacemaker. Their battery voltage was 2.6 which meets elective replacement criteria. They tripped to vvi mode. Ventricular threshold and interrogation was 2v at 0.09 msec. Because of pacemaker lead malfunction and eol of the existing pacemaker, the lead and pacemaker were replaced 2005.